Manufacturer narrative:
The field svc rep was unable to duplicate the rewarming issue. He did observe that the tank and water were dirty so he performed two descale operations to remove the biofilm. The unit operated within specs. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that the tcm did not rewarm during prime. Water ws trickling over the cold plate. The product was changed out and the surgery was completed successfully.